Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete any additional information will be reported in a supplement.

Event description:
Dr reported that a patient underwent revision surgery due to the breakage of the fixing device for the femoral extension 8 weeks post op. Further information such as surgery report and x-rays are already requested.